Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer went to the emergency room and was subsequently hospitalized due to blood glucose level of 650 mg/dl with trace of ketones. Cause of high bg was due to bacterial infection. Customer¿s bg was treated intravenously with saline and insulin. The customer was discharged on (B)(6) 2023 with the issue resolved and no permanent damage. Additionally, it was reported that an o-ring was on the pneumatic tap. The customer was able to remove the o-ring from the pump and successfully loaded a new cartridge to resolve the issue.